Event description:
Patient wore the pod on the leg for approximately 4 to 24 hours. The parent reported the patient experienced hyperglycemia with blood glucose levels of approximately 600 mg/dl, accompanied by shakiness, headache, and fatigue, prompting an emergency room visit. The parent confirmed the patient was wearing the pod at the time and alleged the event was related to use of the pod, describing recurrent elevated blood glucose during recent pod use. The patient was treated in the emergency room for approximately 8 hours and was not admitted. Treatment included insulin and intravenous fluids. No diagnosis was reported. The exact date of the emergency room visit could not be confirmed, as the parent reported uncertainty regarding timing; therefore, (B)(6) 2026 was used as the occurrence date for reporting purposes. A supplemental report will be provided if new information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.